Event description:
Two weeks after treatment with bovine collagen the pt experienced redness and swelling at the treatment sites and also at the two test sites. The physician diagnosed an allergic reaction and prescribed motrin orally and antihistamines orally for treatment.